Event description:
The hospital reported that during an endoscopic vein harvesting procedure. "The burning cord did not work." No info is available regarding how the procedure was completed. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the device had no non conformities, no signs of usage, and no evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. Based upon this, the reported failure "failure to deliver energy" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).